Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new implant procedure. During the procedure, the atrial lead exhibited noise when tested on the pacing system analyzer. The lead was not used. Another lead was implanted. The patient¿s condition was stable before, during and after the procedure.